Manufacturer narrative:
A (B)(6) service technician arrived onsite following the reported event to inspect the reliance endoscope processor. The technician spoke with user facility personnel and was informed that contrary to the reported event there was no fire observed, only smoke and a burning smell coming from the chamber. The root cause of the reported event can be attributed to the unit's drying fan. The drying fan failed, causing the heating elements in the unit to overheat and produce the smoke ad burning smell. The technician replaced the drying fan and heating elements, ran several test cycles, and confirmed the unit to be operating according to specification. However, per the customer's request, the unit was de-installed and put into storage. No additional issues have been reported.

Event description:
The user facility reported their reliance endoscope processor started to smoke and caught fire. The department where the unit was located was evacuated due to the burning smell, resulting in procedure delays. Two employees were sent home for the day. No medical treatment was sought or administered.